Event description:
A medtronic representative reported that during a cranial resection procedure the navigation system unexpectedly exited. The medtronic representative reported the navigation system was left unused for approximately 30 minutes during the procedure. When the surgeon resumed the use of the navigation system, the system was unable to recognize a frame instrument; the navigation system then unexpectedly exited. The site restarted the software to return the navigation system to normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. A medtronic representative, following up with the site, tested the system and was unable to replicate the reported issue. The medtronic representative checked the navigation system computer and found the hard drive was 14% full. The patient exams totaled about 200 slices; no exams were merged and the site did not build any 3d models. Although the reported issue could not be duplicated, the medtronic representative opted to replace the navigation system computer to resolve the issue. No parts have been received by the manufacturer for analysis. A software investigation was completed and found that the root cause was unable to be determined without further information since the behavior could not be replicated.

Manufacturer narrative:
The suspect computer was received back for testing. Computer seemed to function properly during initial testing and it did continue to function during extended testing. Computer passed all testing with no problem found. No further issues have been reported from the site since the computer was replaced. Unable to determine root cause with information available.